Event description:
It was reported that the customer was in the emergency room due to high blood glucose over 600mg/dl. It was stated that the mother did not notice the insulin pump had stop functioning until 4:00 am when she checked her daughter's glucose level, and then they rushed to the hospital. Troubleshooting could not be performed as the device was not available at time of call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.